Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 541 mg/dl. Troubleshooting was performed. The displacement and self tests passed. The insulin pump alarm motor error three times in the thirty days preceding the event. Nothing further was reported.